Event description:
Hospital staff performed system check and driver passed and then had a system malfunction. System check performed again and driver passed and then had alarm of left vacuum incorrect. Staff turned driver off and back on again, let driver run and eventually driver went into a system malfunction.

Event description:
Hospital staff performed system check and driver passed and then had a system malfunction. System check performed again and driver passed and then had alarm of left vacuum incorrect. Staff turned driver off and back on again, let driver run and eventually driver went into a system malfunction.

Manufacturer narrative:
Device history record (DHR) review confirmed that companion 2 driver s/n (B)(6) was serviced and passed all functional testing prior to being released to finished goods. Alarm history and patient data file review found a system malfunction alarm and left and right vacuum incorrect alarms annunciated three separate times while driver was being power cycled. Visual inspection of external components found no abnormalities. Visual inspection of internal components found damage to a capacitor on the power management board unrelated to the reported complaint. Driver passed all functional testing for acceptance at incoming inspection. Additional testing included setting the driver to the customer settings recorded in the patient file during a power cycling test. A system malfunction alarm annunciated and the left and right vacuums dropped out of specification. This test was repeated four times with the same results. Power cycle tests were repeated with known good vacuums and the alarm and loss of vacuums persisted. Driver was returned to customer settings and parts and a known good pressure sensor board was installed and driver was power cycled. This test was repeated five times with the replacement pressure sensor board without malfunction or alarm. The driver was re-tested with the original pressure sensor board and the system malfunction alarm and loss of vacuums was repeated every time. Failure investigation for this complaint confirmed the reported issue from alarm data file review. The customer complaint was replicated during functional testing; the root cause of the reported system malfunction alarms and vacuum errors was determined to be a nonconforming pcb assembly pressure sensor board. Failure investigation identified no other test failures or damage that could have contributed to the complaint. Damage found to the capacitor on the power management board is cosmetic only and does not affect the functionality of the driver. Driver was not in patient use at time of complaint. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR.